Event description:
It was reported that when pulling out the closure device, it was noted that the "paw" [foot] had not fully descended. The lever was swung back and forth a couple of times until it [the foot] opened completely. It is currently unknown if hemostasis was achieved with the complaint device or an alternate closure method. Subsequent to the initially filed report, the following additional information was received: it was reported that when pulling out the closure device, it was noted that the foot did not fully close. The lever was swung back and forth a couple of times until the foot opened completely. Analysis of the returned device showed damage on the cuff tabs, consistent with a cuff miss. Follow up was attempted, however, the answers were conflicting as the account contact, the physician, was no longer available for further clarification; therefore, the device malfunction is unknown. It is unknown if hemostasis was achieved with the complaint device or an alternate closure method. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The insufficient information was observed as a posterior needle to cuff miss. It is likely the initial tab engagement was made with the posterior needle; however, posterior needle to cuff detachment likely occurred during plunger retraction. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The insufficient information and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code updated from 2921 to 3190.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The date of event has been estimated.

Event description:
It was reported that when pulling out the closure device, it was noted that the foot did not fully close. The lever was swung back and forth a couple of times until the foot opened completely. It is currently unknown if hemostasis was achieved with the complaint device or an alternate closure method. No additional information was provided.